Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -4.50/1.0/006 (sphere/cylinder/axis) was implanted into the patient's right eye (od). The lens was exchanged for a shorter length lens due to excessive vault.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Corrected data: b1-adverse event or product problem: "adverse event" should be removed and corrected to state "product problem". B2-outcomes attributed to adverse event: "required intervention to prevent permanent impairment/damage" should be omitted for correction. Claim# (B)(4).

Manufacturer narrative:
B5: the reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -4.50/1.0/006 (sphere/cylinder/axis) was intraoperatively implanted, removed, and replaced in the patient's right eye (od) on (B)(6) 2022. The lens was exchanged for a shorter length lens due to excessive vault. The problem was resolved. Claim# (B)(4).